Manufacturer narrative:
A review of the device history records (DHR) yielded no discrepancies within the manufacture of the affected lot number reported. All quality assurance testing performed during manufacturing was acceptable. There were no samples/photos submitted with this complaint. The reported condition could not be confirmed. The exact root cause could not be determined based on available information. The investigation analysis did not identify any issues with the manufacturing process that would have caused this issue. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the needles were inspected for pull testing of cannula below specification. The lot met all defined acceptance requirements and was released. The true root cause of the failure could not be determined based on available information. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a new corrective/preventative action is not required. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
The customer reported that the needle detaches from the hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.